Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that one day following the implant procedure the right atrial lead appeared to be pacing the ventricle. As a result, it was suspected the lead had dislodged. The device was reprogrammed to vvi 60. A revision procedure was performed to reposition the lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.